Event description:
Reportedly, this device was explanted after approx a 7 month implant duration due to dehiscence dilation of the ring. However, the surgeon also reports the ring was in very good condition at explant.

Manufacturer narrative:
Device not returned.